Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: "hi" mg/dl, 479 mg/dl, and 220 mg/dl. No adverse event reported. The "hi" mg/dl result on the system indicates a result in excess of 600 mg/dl. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.